Event description:
A non-healthcare professional during cataract surgery with intraocular lens (iol) implant procedure, the injector tip is bent. Additional information has been requested however no further information received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9, h.3., h.6., h.11. One opened company handpiece injector sample was returned for evaluation for the report of a bent plunger tip. A visual inspection of the iol handpiece injector was performed and was found to be non-conforming with the plunger observed to be bent. A dimensional inspection for plunger position height was performed and was found nonconforming due to the bent condition of the plunger. A functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. The three photos attached to the parent complaint were reviewed by the investigation site. Photo 1 shows a close-up of the product information etched on the handpiece, the lot matches the reported lot. Photo 2 and 3 are identical and show the injector in a bag. The reported issue was not confirmed from the photo review. The complaint evaluation does confirm the injector has a bent plunger. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in may 2022. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).